Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. Since the sample involved in the incident is not available for analysis no conclusion can be drawn as to the cause of the valve leakage that was experienced by the user. A search of the complaint file found 27 similar reports over the past year. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - not available due to unknown lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint file could not be conducted due to the lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage for the involved device. Follow up communication with the user facility confirmed the following information: the physicians in the ep lab were evaluating product; heavy bleed back thru the valve in comparison to the cordis avanti sheath; and the trial was stopped early due to what was perceived as to heavy of bleed back. Additional information was provided on 04/25/17. The customer was evaluating pinnacle sheaths and stopped the evaluation due to the physician's belief the cross cut valve was leaking more than cordis sheaths. All procedures were a success regardless and no harm or notable blood loss came from use of the sheath.